Manufacturer narrative:
Reported event an event regarding connection failure involving a mako robotic arm was reported. The event was confirmed. Method & results -product evaluation and results: based on the analysis of the relevant log files and session files: 1. Review of the case log reveals multiple torque limit warnings likely due to rough handling of the robot arm. 2. A¿cable connection error in cutting system¿ warning was evident during the posterior bone resection step. Mics connection errors may result in inability to auto align. As per wo: completed thorough check of the system. All calibrations passed. J2 bumpstops were good. Adjusted j5 transmission cable to specs. System is ready for clinical use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6)) was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: (B)(6) shows other complaints related to the failure in this investigation. Conclusions: based on the analysis of the relevant log files and session files, the alleged failure mode is confirmed. Based on the analysis of the relevant log files and session files: 1. Review of the case log reveals multiple torque limit warnings likely due to rough handling of the robot arm. 2. A¿cable connection error in cutting system¿ warning was evident during the posterior bone resection step. Mics connection errors may result in inability to auto align. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Mps reported mics not aligning properly to cut in haptics. First case of the day was fine, but second case when they tried to align to anterior chamfer it looked like it was aligning for tibia cut. Mps tried resetting cutter, exiting and going back in but they couldnt get it to align properly and had to go manual the rest of the day. Wo: completed thorough check of the system. All calibrations passed. J2 bumpstops were good. Adjusted j5 transmission cable to specs. System is ready for clinical use.

Event description:
Mps reported mics not aligning properly to cut in haptics. First case of the day was fine, but second case when they tried to align to anterior chamfer it looked like it was aligning for tibia cut. Mps tried resetting cutter, exiting and going back in but they couldn't get it to align properly and had to go manual the rest of the day. Wo: completed thorough check of the system. All calibrations passed. J2 bumpstops were good. Adjusted j5 transmission cable to specs. System is ready for clinical use.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.